Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown, product type: unknown . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding patient with an implantable neurostimulator (ins). The patient reported that an anchor "popped loose" and that he was scheduled for a revision at another hospital. The device diagnosis was loose anchor and the clinical diagnosis was not applicable. The patient did not plan to return to the clinic of the clinical study. The event was related to the device or therapy and was not related to the implant procedure. No action was taken by the healthcare professional of the clinical study and the event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
Product ID 97791 lot# serial# unknown implanted: (B)(4) 2015 explanted: product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported via a company representative that the patient exited the study on (B)(6) 2017. The reason for exit was the patient was no longer available for follow-up.